Event description:
Pt experienced burns at sites of patch application, described as 2nd degree. After 5 shocks for cardioversion therapy burns developed blisters and was very painful. Burns were exactly the size and shape of electrode patches used.